Event description:
The pt previously had a lap band placed approximately fourteen months ago. He has lost nearly 100 pounds and he has done very well with his lap band. Subsequently, his port site has gotten red, and has gotten infected and he has some tissue breakdown over this. He did not have a recent band fill so we were concerned about the possibility of having an erosion closing his port site. Findings in surgery were the omentum was caking around the tubing, and noticed that this looked to be some purulent material. And rotated the band and noticed to have a significant amount of staining with an apparent erosion. We then removed the entire band and the band had a significant amount of erosion material on the balloon.